Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call, was to get registration and MRI information. The hcp stated, that the patient had a revision to the implanted system. The caller could not provide any details about the reason for the revision. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed registration and MRI information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.